Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.